Event description:
It was reported that a user experienced unexplained hyperglycemia with a reported blood glucose of approximately 320 mg/dl prior to breakfast while using the ilet system, and the agent later observed that glucose levels decreased into range after breakfast announcement; the agent assessed the morning elevation as a continuation of a prior high. Investigation included review of synchronized device and glucose data and user counseling on system behavior and expectations. Investigation of this case revealed that glucose levels responded appropriately after meal announcement, and no device malfunction was identified. Symptoms included feeling unwell. Outcomes included transient hyperglycemia without the need for medical intervention or hospitalization. It was concluded that the event was attributable to cause unclear with no confirmed device failure and that the user was educated on expected glucose dynamics. The device has not been returned. If it is returned, it will be evaluated, and a supplemental report will be filed.